Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Functional testing was not performed. Nordic bluetooth pairing test: failed. The patient's complaint was confirmed because the device failed the pairing test. The reported event of a failed transmitter error was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation could not be determined. A root cause could not be determined.